Manufacturer narrative:
A ge service rep performed an over the phone investigation. The ups off switch was reset during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the system would not power up. There is no report of death or serious injury associated with this complaint.